Event description:
Bi-lateral total knee arthroplasty performed in 1996. Due to pain and instability of left knee, revision performed on the event date. Loosening of the femoral component, osteolysis and wear on the polyethylene tibial bearing were found intraoperatively.